Event description:
It was reported that the right ventricular (rv) lead showed a possible fracture and a lead warning for short interval counts (sic). The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2004. (B)(4).